Manufacturer narrative:
Lenses were not returned. Lot numbers are unknown. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.

Event description:
Patient was wearing the lenses in a pool and had opened eyes open under water. The lens started to "gall" in the eye that same evening, so the patient removed the lens. The patient woke the next day with very red eye, pain and light sensitivity. The patient claims to have sought emergency care on (B)(6) 2014. The patient was seen on (B)(6) 2014 by an optician who described right eye moderate corneal infiltrates, severe limbal and bulbar injection, moderate superficial endothelium damage, moderate peripheral corneal scar or opacity and a temporary decrease in visual acuity. The optician related a conclusion of a corneal infection with treatment. The type of treatment is unknown. Follow- up information to clarify was attempted but no further information was received as of this report. Contact lens rest was prescribed. Lot numbers are unknown. Lenses were not returned for inspection. The complaint is unconfirmed. The event is being reported on the report of infection with treatment.